Event description:
The patient was hospitalized until a lead revision could be performed.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. Following the repositioning, all values were in the acceptable range. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measurement greater than 2,000 ohms, and was exhibiting loss of capture. It was reported the lead had dislodged. No specific adverse patient effects were reported.